Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. Se replace the battery and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator generated a battery inoperable message. The ventilator was not in use on a patient at the time the alarm occurred.